Manufacturer narrative:
The insulin pump alarmed battery failed/failed battery test after battery installation and received with high active current measurement current, fault isolated to electrical board. The pump passed the self test, sleep current measurement, and the displacement test however, the insulin pump was received with high sleep current due to high resistance on the internal battery connector. No unexpected partial display/missing segments, flashing blank display, or blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call flashing display anomaly and failed battery test on the insulin pump. Customer¿s blood glucose level was 134 mg/dl. Troubleshooting was performed. Customer advised they replaced the battery however the flashing display anomaly and failed battery test remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.